Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient experienced vomiting, loss of appetite, and stomach pain. On (B)(6) 2020 a gastroscopy was performed and found a bezoar in the intestinal tube, buried in the duodenum. The j-tube has been removed and will be replaced when duodenal irritation resolves.

Event description:
Sample investigation received on (B)(6) 2020. Additional information in section d10, h6, and h10.

Manufacturer narrative:
Reference record (B)(4). A cut peg-j tube return sample was received at abbvie for examination. The peg-j tube was visually inspected and a bezoar was observed on the j-tube near the internal fixation plate. The probable cause cannot be determined. A bezoar is a known complication of peg-j tube device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.